Event description:
It was reported that during an educational class a nurse picked up a latex catheter. The nurse had a latex allergy and had an allergic reaction. The nurse had taken benadryl, as well as go to the ER. It is unknown if a secondary intervention was performed.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.